Event description:
It was reported that the representative encountered a por message each time they attempted to run therapy impedance with the patient's implant. The representative noted that electrode impedance was fine, and the implant battery voltage was at 2.4 volts. The representative was using an outdated clinician app version software, and technical services reviewed with the representative that an outdated feature information code could cause issues with running the test. Additionally, technical services indicated that the neurostimulator is likely at end of service (eos) but hasn't taken enough measurements to display the eos status. They suggested the representative try interrogating the device with the current software version to see if that resolves the issue. No patient complications have been reported as a result of this event. Additional information was received from the rep confirming that the battery depletion was normal or as expected, given the settings. The cause of the por message was believed to be associated with the device approachi ng the end of its service (eos). The patient's implanted neurostimulator was replaced. This was a scheduled procedure. The issue was resolved following the replacement of the neurostimulator. This information has been confirmed with the physician.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.